Event description:
It was reported that during care of a cardiac arrest patient, the autopulse platform performed compressions for less than a minute, then stopped and displayed a "reset lifeband" message. The crew pulled up on the lifeband and restarted the platform multiple times; however, the same problem recurred. The crew then reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/02/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the load plate cover had holes. The physical damage found during visual inspection is unrelated to the reported complaint. During initial functional testing, the platform turned on/off with no problems and ran using a test mannequin with no anomalies or errors exhibited. A load cell characterization test was also performed and results indicated that both load cell modules were functioning within specifications. A review of the platform's archive data was performed and found that multiple user advisory (ua) 2 (compression tracking error) and ua 17 (max motor on time exceeded during active operation) faults occurred on the reported event date of (B)(6) 2014. A review of the platform's archive was also performed to assess the customer's battery management practices and showed that the customer was not properly maintaining their batteries, nor were they performing daily checks of the platform as recommended in the instructions for use. Based on the investigation, the part identified for replacement was the load plate cover. No parts needed to be replaced to remedy the customer's reported complaint of the platform stopping compressions and displaying a "reset lifeband" message. The platform underwent and passed all final functional testing. In summary, the customer's reported complaint of the platform stopping compressions and displaying a "reset lifeband" message was confirmed through review of the platform's archive data. Per the autopulse® maintenance guide (p/n 11653-001), a ua 2 occurs when the autopulse® has detected a change in lifeband® tension. As there were no issues identified during functional testing associated with the ua 2, the root cause of the exhibited ua 2 was determined to be a change in the lifeband® tension. The autopulse® was designed to exhibit ua 2 to prevent patient harm due to changes in lifeband® tension. Per the autopulse® maintenance guide (p/n 11653-001), ua 17 typically occurs when the lifeband® is twisted or the battery voltage is low. At the time that the ua 17 occurred, li-ion battery with s/n: (B)(4) was in use with the platform and did not have the proper amount of voltage/remaining capacity to function properly (1069 rc when the first ua 17 was exhibited). Therefore, it is reasonable to conclude that the root cause of the ua 17 was the battery voltage being low. The autopulse® was designed to exhibit ua17 to prevent patient harm.